Manufacturer narrative:
Date of report rec¿d 29aug2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone and found leak in the patient circuit. The new section of patient circuit was swapped. The unit passed the air delivery test. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator was failing the air delivery test during performance verification test (pvt) reading 38 liters per minute (lpm). The ventilator was not in use on a patient at the time of the event occurred.